Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ luer-lok had foreign matter inside.

Event description:
It was reported that seven bd¿ luer-lok had foreign matter inside.

Manufacturer narrative:
B.5. Describe event or problem: it was reported that seven bd¿ luer-lok had foreign matter inside. Investigation summary: two photos, 6 sealed and 2 opened packaged 3ml syringes were received and evaluated. The packages were confirmed to be from batch #8244745 (p/n 309657). A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: both opened and 4 of the sealed packaged syringes were found to have excess silicone presence on the stopper and inside the barrel fluid path. When stopper was bottomed out, the silicone could be seen going half way up the tip. The silicone was observed stringing and pooling on the stopper when pulling back on the plunger. 2 of the syringes had normal silicone presence per product specification. One photo also showed a 3ml syringe with stopper pulled back and visible stringing of the silicone inside. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Root cause description: potential root cause for the excess silicone presence is associated with the assembly process. Rationale: no corrective actions are necessary based on the defective rate identified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.